Event description:
During an oral procedure, pt complained of burning sensation. Upon examination, a burn was noted on the inside of the cheek. No other info available regarding specific details. No details as to what part of the device was associated with the burn. No info available regarding pt condition or description of burn. User facility will not release any info.